Event description:
It is reported that during insertion of the shell there was a fracture of the posterosuperior wall of the acetabulum.

Manufacturer narrative:
This report will be amended when our investigation is complete.